Event description:
It was reported that the index procedure took place on (B)(6) 2011 during which an unknown promus stent was deployed in ostial of the left anterior descending artery. On (B)(6) 2012 a myocardial infarction was suspected to have occurred. Angiography performed on (B)(6) 2012 confirmed thrombosis in the study stent, which required revascularization with placement of another stent for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction and thrombosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.